Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The analyst also noted:helix extends and retracts normal, tissue visible in helix.

Event description:
It was reported that during implant the lead helix had a problem and could not be fixed to the atria. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Sex, no eval explain code. If information is provided in the future, a supplemental report will be issued.